Event description:
It was reported that, "distal tip of conical stem broke. Patient had a non-union of previous femoral osteotomy."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Kept by hospital. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.